Event description:
Over the past two years, on 3 separate instances the screens were not working correctly; the mds and rns cannot properly perform the procedures safely. Rns unable to monitor patients vital signs during procedure. Manufacturer contacted in each instance, monitor fixed, resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer contacted in each instance, monitor fixed, resolving the problem for now.